Event description:
The information provided to sjm indicated a 23mm sjm epic stented tissue valve was explanted from (B)(6) male patient due to calcification and symptoms of aortic stenosis. The patient has a medical history of hypercholesterolemia, coronary artery disease, and is status-post coronary artery bypass.